Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, there was overfill and underfill of plasma in the tubes. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill and underfill with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill or underfill as all samples met specifications. 20 retained samples from lot number provided were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill and underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.